Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units power cord is not retracting there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional poc : (B)(6). A getinge field service engineer (fse) found users surfaced ac cord on subject unit as not retracting or able to be pulled. Other than that, unit fully functional. Identified ac cord entangled in between white posts on top of ac cord assembly. Disentangled ac cord and successfully able to retract and pull ac cord without issue. Nothing unusual identified in the logs. Unit calibrated and passed all functional and safety tests per factory specifications. Completed pm with all functional and safety tests per manufacturer specifications.